Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 525 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed and insulin was exited. The insulin pump will be returned for analysis.